Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, and cubies did not detect the on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and multiple cubies were not detected on bus. The field service engineer (fse) had run hardware test application (hta) to verify the issue and found that row b on 6.1 main was not appearing on the virtual map. The surrounding cubies were ejected, and the unit was powered down. The fse manually removed the row b cubies and cleared crushed pills, foil, and debris from the drawer. After resetting the row board connections and powering the unit back on, hta was run again. All cubies were successfully recognized upon insertion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, and cubies did not detect the on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.